Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited out of range pacing impedance measurements on the right atrial (ra) lead and right ventricular (rv) lead. The ra lead involved is a non boston scientific product. Noise was also observed. Due to the patient entering hospice care, it was decided by the health care team to deactivate the tachy therapy for this patient. It is planned to discuss troubleshooting and follow up with the physician in charge. No adverse patient effects were reported. At this time, this device system remains in service.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited out of range pacing impedance measurements on the right atrial (ra) lead and right ventricular (rv) lead. The ra lead involved is a non boston scientific product. Noise was also observed. Due to the patient entering hospice care, it was decided by the health care team to deactivate the tachy therapy for this patient. It is planned to discuss troubleshooting and follow up with the physician in charge. No adverse patient effects were reported. At this time, this device system remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.